Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that the unit passed the mdu5+ basic functional test. No error messages were observed during the test. The unit successfully passed image and pullback test. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. Bsc ID # (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07185 and 2134265-2017-07186. It was reported that automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with an unknown imaging catheter and pullback sled to perform automatic pullback. However, it was reported that the mdu5+ was not able to pullback when automatic pullback was initiated. The physician then got the mdu5+ working one time, but failed again to pullback after going through the process a couple of times.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07185 and 2134265-2017-07186. It was reported that automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with an unknown imaging catheter and pullback sled to perform automatic pullback. However, it was reported that the mdu5+ was not able to pullback when automatic pullback was initiated. The physician then got the mdu5+ working one time, but failed again to pullback after going through the process a couple of times.